Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a blue screen and the application was not launching. A technical support specialist (tss) logged in as care fusion admin and reinstalled the remote support service (rss) update program. After rebooting, a maintenance mode window appeared, and the application successfully launched. The health sight viewer (hsv) notices also disappeared. Good faith attempts were made to get the additional information as it was mentioned that 3 cases would be opened. No responses received from the technical support specialist (tss) and the tss manager. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple station was not communicated. Customer informed power failure at facility and station are in critical override. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.